Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an unspecified procedure using an evis exera iii duodenovideoscope with a single use distal cover, when the scope was being removed from the patient, the distal cover caught on the bite-block and fell into the patient's mouth. The physician was able to retrieve the distal cover from the patient's mouth. There were no reproted adverse effects to the patient as a result of this occurrence. Additional details regarding the reported event have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the cover was inappropriately attached or, the cover had crack and/or pinhole. Additionally, the chemical solutions such as anti-fog agent adhered to the cover, which caused the cover to break. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use: precautions: ¿ never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ ¿ never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ 3.5 attaching accessories to the endoscope: attaching the single use distal cover: ¿do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover and the endoscope. These products may cause cracks of the single use distal cover. If a single use distal cover with cracks is used, it may cause thermal injury due to electric current leaks when high-frequency cauterization treatment is performed.¿ olympus will continue to monitor field performance for this device.